Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had no capture and high thresholds after open heart surgery. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.